Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states,¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04739 and 00206).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, discomfort, soreness, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records reveal right hip revision on (B)(6) 2012 was due to instability with anterior dislocation.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, discomfort, soreness, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.